Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient info. Source: email.

Event description:
Reported one false positive sars result. The consumer communicated the result was confirmed negative by molecular (pcr testing). The consumer reported being symptomatic.an additional event was also communicated which is captured on a separate report.